Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient has pain following the installation of a mobi-c construct at c5-6. An MRI was performed and it appears the device has migrated. Additional details have been requested, but are not yet available.

Manufacturer narrative:
Additional information received 24th june 2017: patient finally went and got a second opinion. Implants have not moved and are in great shape. But he superior disc to the implant is just about gone and near bone and bone. Regarding investigation and information provided, root cause of patient pain is due to adjacent-level disease progression and issue is not device related.

Event description:
It was reported that the patient has pain following the installation of a mobi-c construct at c5-6. An MRI was performed and it appears the device has migrated. Additional details have been requested, but are not yet available.